Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported for daughter via phone call for high blood glucose. The patient¿s blood glucose was over 400 mg/dl at the time of the incident and so they changed the set, and it was bleeding. Customer treated high blood glucose with insulin pump and blood glucose went down. Customer stated that the site does not show signs of infection. Customer stated that there is blood at the site. Customer stated that the site is not actively bleeding at time of the call. Customer stated that infusion set was located lower back above the belt line. Customer stated that set is located away from irritants and patient is inserting set properly. Customer is not on medication that might cause bleeding. Customer stated that there is not blood at the site currently. The insulin pump not be returned for analysis.